Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation papers alleges the patient is experienced pain and lack of mobility which required revision surgery. Doi: (B)(6) 2008; dor: (B)(6) 2010 and again on (B)(6) 2011; (left hip). Patient is a resident of (B)(6). Update 24 april 2018: (B)(4) has been re-opened under (B)(4) due to receipt of ppf and sticker sheets. Ppf alleges dislocation. It was also indicated that cup was removed. Updated dor , product details and identifier. Doi: (B)(6) 2008; dor: (B)(6) 2010; (left hip).

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.